Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. The rep reported that the navigation system went to no signal during a case twice prompting the rep to need to power the system back on. After powering the system back on the system became unresponsive in the procedure and a hard shutdown needed to be performed. There was no impact on patient outcome and the resulting delay in surgery was less than one hour.

Manufacturer narrative:
Additional information: a software investigation was initiated but was unable to determine probable cause without further information since the site has refused service on this system. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Resolution in regards on how the procedure was finished was confirmed. The site used a different medtronic navigation system to finish the procedure. If information is provided in the future, a supplemental report will be issued.